Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h11: the returned exalt model d scope was analyzed, it returned without any visual damages. During the functional test the scope was connected to the controller and the displayed image was not clear, if the umbilicus connector was moved, the image froze and then the image was lost. With all the available information, boston scientific concludes loss of visualization the reported event was confirmed. After cleaning the pogo pads and the camera lens the device worked as expected. Therefore, the most probable cause selected is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025, for the treatment of a stricture in the pancreaticobiliary tract. During the procedure, a loading screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025, for the treatment of a stricture in the pancreaticobiliary tract. During the procedure, a loading screen appeared. The procedure was completed with a reusable scope. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.